Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore. The customer's blood glucose was unknown at the time of incident. The customer stated that the vibrate mode was on. The customer performed self test and the insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration during self test due to broken black wire on the vibrator motor. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, a21 test and all operating current test were normal. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.